Event description:
It was reported that during a lead repositioning procedure, the pulse generator exhibited a setscrew anomaly. The pulse generator was explanted and replaced.

Manufacturer narrative:
Analysis could not be determined what type of problem was being experienced in the field since the setscrew and septum were removed in the field and not returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.